Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. After replacing the dc/dc & standard connectors pc board and the control cable, the device was returned to normal operation. The user interface is directly connected with dc/dc & standard connectors pc board by the control cable. Any malfunction of this pc board or control cable can influence communication with the user interface. Our conclusion is that the replaced part was the cause of the failure. However, the cause to why the part failed has not been established.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).